Event description:
It was reported that patient went to urgent care a day prior to this call because she felt something between her legs and they told her, that her bladder was "hanging out" and "prolapsed bladder "and needed to push back in but it kept coming out. Patient stated she has an appointment with health care provider on (B)(6) 2016 but she could not wait that long. The patient service confirmed patient did not have issue or questions about manufacturer implant. The patient called back 3 days later stated she has a pelvic prolapse. The patient saw health care provider on (B)(6)-2016 for a reprogramming session. The patient was very difficult to follow and stated hcp told her she was not doing something right and she should go to see another hcp. The patient stated she can't afford to get there. The patient call back initially stated her husband threw her programmer away then later said she had her programmer. The patient seemed very confused. The patient was able to connect and increased stimulation from 3.5-3.65 v. The indications for use for this patient were gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.